Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the chordal rupture that occurred after the device was stuck in the chordae, requiring intervention. It was reported that the first mitraclip was implanted in the patient with functional mitral regurgitation (mr) reducing the mr grade from 3-4 down to 1-2. A second mitraclip was inserted to the left ventricle and became caught in chordae. When the mitraclip was retracted to the left atrium chordal rupture was noted. The second mitraclip was implanted and mr was grade 3. A third mitraclip was inserted and also became caught in chordae. This mitraclip was unable to be removed from the chordae and was implanted where it was stuck. Mr grade was 4 after the third mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - the clip was closed approximately 90 degrees when advanced into the left ventricle. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot identified no similar incidents. The reported patient effect of mitral valve injury (tissue damage), as listed in the IFU is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use (IFU) instructs the user to raise the grippers and open the clip to 180 degrees in the left atrium, prior to advancing into the left ventricle. All available information was investigated and it was determined that use error likely contributed to the clip becoming caught in the chordae, resulting in difficulty removing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.